Event description:
Because of a flow problem, the catheter was locked with urokinase. They also used a guide wire which passed the catheter. When the dr noticed a swelling in the neck, he removed the catheter and found out that a big hole was created.